Event description:
Pt tested blood glucose as 400 mg/dl on suspect device. She took insulin, tested again 1 hour later and blood glucose was 69 mg/dl so she ate sandwich. She tested again in 30 minutes and blood glucose was 120 mg/dl. About 45 minutes later she became combative and emt's tested her blood glucose as 77 mg/dl on the suspect device and 42 mg/dl on the emt device. She was treated with a glucose intravenous and then sent home where she is doing fine. Controls tested in range.